Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a securfit stem was reported. The event was not confirmed. The device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because additional information including is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient's left hip was being revised due to dislocation because of loose stem. The surgeon commented that the stem came out easily.

Event description:
It was reported that the patient's left hip was being revised due to dislocation because of loose stem. The surgeon commented that the stem came out easily.